Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a prime and rewind anomaly; the patient completed the fill tubing process and pressed act but the device went back to rewind. The patient's blood glucose at the time of incident was 230 mg/dl. During troubleshooting the patient verified that she was unable to exit the preparing to prime loop. The patient was unable to resolve the issue. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion prime test. No prime/fill anomaly noted during testing. The insulin pump passed excessive no delivery test, displacement test, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump received with cracked reservoir tube lip.